Event description:
It was reported that during a pancreas procedure the ¿replace instrument¿ alert screen was displayed. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 12/6/2024. D4 batch #: y7004z. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the device was returned out of its original packaging. Upon visual inspection, it was found evidence of cable marks on the tyvek and the damage on the cable. The blister was not returned. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. This defect has been correlated to a manufacturing process. The reported complaint was confirmed. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device lot/batch number y7004z, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.